Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced overnight blood glucose fluctuations while using the ilet with a steel infusion set on the right flank and a dexcom g7 continuous glucose monitor (cgm), with a highest cgm reading of 307 mg/dl lasting approximately seven hours and a lowest cgm reading of 55 mg/dl for about thirty minutes; data review and discussion indicated late or missing dinner meal announcements as a likely contributor to post-dinner overnight lows, and the event involved a use-of-device problem without a specific device component implicated. Symptoms included hypoglycemia with associated dizziness and muscle weakness, as well as hyperglycemia. Outcomes included no health consequences or impact. Investigation included analysis of information provided by the user and communication. Investigation of this case revealed no device problem was found, and the pattern was consistent with a use-of-device problem with no distinct component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user practices related to meal announcement timing.